Event description:
A patient alleges that his right cheek has a mark following ndyag treatment in 2005, for a congenital hemangioma. The customer stated that the treatment parameters were 6 mm spot size and 98 j/cm2. Per the customer, the hemangioma was approximately 1-1.3 cm in diameter at the time of the vasculight treatment, and the lesion was not raised. Per the customer, the patient had what was probably a second degree burn with no necrosis following the vasculight treatment. Prescription medication was recommended to the patient for the burn during the follow-up care; the patient applied silvadene and elidil (both prescription) and the patient declined a steroid injection. The patient was also given several otc products. Per the customer, the patient is not alleging that the mark is a scar.

Manufacturer narrative:
The vasculight system underwent evaluation by lumenis in 2006 and passed safety and operational checks at that time. Lumenis has made two requests to the customer for the complete treatment parameters, which as of 08/23/2006 have not been provided. Without the complete treatment parameters, no further conclusion can be drawn regarding the root cause of this incident.